Manufacturer narrative:
The excor driving tube, lot 00146903, was in use on the patient for 57 days from (B)(6) 2025 until the driving tube was exchanged on (B)(6) 2025. The patient was successfully transplanted on (B)(6) 2025. The manufacturer has reviewed the production records of the excor driving tube, lot 00146903 and concluded that the product was produced according to their specifications. The excor® active driving unit was used on this patient. A detailed investigation report will be provided as soon as it is available.

Event description:
On (B)(6) 2025 the clinic contacted berlin heart inc. Clinical affairs to report that the excor driving tube l20h-002x01 was changed due to an audible and palpable air leak. According to the site, the air leak was noted in the driving tube around the area where it connected to the blood pump. The cable tie was noted to be secure and in the proper positioning. A review of log files revealed several h1: pressure loss alarms on the excor active driving unit at the time of event. These alarms were muted by the user. The excor blood pump maintained complete filling and ejection throughout. The affected driving tube was changed, and the patient tolerated the driving tube change with no significant clinical complications.

Manufacturer narrative:
The excor driving tube, red; ø 6/8 mm l 2 m, lot 00146903, was in use on the patient from (B)(6) 2025 until it was replaced on (B)(6) 2025 for 57 days. During the initial visual inspection of the returned driving tube, the reported crack in the driving tube was confirmed. The crack was located directly at the pump connection. In addition, further superficial damage was detected immediately adjacent to the crack. The crack is located at the end of the drive tube. The overall appearance of the damage indicates wear and high bending stress directly at the pump connection. The damage was most likely caused by a hard object and eventually worsened by the patient's activity, resulting in a leak.